Manufacturer narrative:
Additional information: a lens work order search was performed. No similar complaint type events found. Claim# (B)(4).

Manufacturer narrative:
Implanted may 2017. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -9.5 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. Refractive surprise was noticed. The lens remains implanted.

Manufacturer narrative:
The lens was explanted on 16 nov 2017 and exchanged with a same model but lower diopter lens. (B)(4).

Manufacturer narrative:
Device evaluation - product evaluation found the lens returned dry in a lens case/vial. Visual inspection found no visible damage and that lens had a very yellow visual aspect. Although lens sn: (B)(4) was found out of tolerance for spheric refractive diopter, there is no reasonable probable cause in manufacturing that would have resulted in a refractive change. The spheric refraction of this lens was measured to be -9.31d at the time of release. Work order search found no other similar defect within the same lot. (B)(4)